Manufacturer narrative:
The device was returned, and the investigation for the reported placement signal issue has been completed. Investigation: the device was returned for review and the optical system was evaluated. When attempting to observe the fringe pattern on the ccd, no signal was received. This indicates that the sensor had catastrophically failed and fractured. The cause of the placement signal failure was most likely an interaction with another device. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. During the first series of ultrasound pulses, the placement signal appeared to spike straight up and then disappeared. The aortic (ao) and left ventricle (lv) placement signals showed ¿-/¿-. No additional information related to the resolution was provided. There was no harm to the patient.